Event description:
It was reported to philips that the system's c-arm was unable to perform rotational movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during urgent heart case. The veteran technician troubleshoots the system and finished the procedure by delay and moved the patient to another room the philips field service engineer (fse) checked the system onsite and confirmed that the c-arm unable to perform rotation. Upon troubleshooting, the fse checked system onsite and found shavings in the tracks that were obstructing full movement, there was no cranial spin from lao to rao. To resolve the issue, the fse cleaned the ceiling rails, frontal stand rollers, channels and performed bodyguard calibration. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.